Event description:
Additional information was obtained, revealing that x-ray imaging showed lead migration.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the left lead was explanted and replaced, and the right lead was repositioned due to migration.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131560.

Event description:
It was reported that the patient was involved in a motor vehicle accident; subsequently, the patient noted ineffective therapy and a shocking sensation. Diagnostic testing revealed a high impedance on one lead. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to the event.